Event description:
It was reported that the patient was in the clinic on (B)(6) 2009, for routine programming. The patient's mother reported that the patient had been removing his processor for the past several weeks. Implant testing carried out showed that electrodes 1-8 are showing hi. Implant testing was previously performed on (B)(6) 2008, and showed electrodes 1-8 to be ok. He has not been seen for programming since that time. His mother reports no recent head trauma or falls; however, the clinician reports that he has a history of balance problems and falls frequently. Additionally, the audiologist stated that she checked his external equipment and he was wearing a bad cable. His mother did not know how long this cable was not working.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.